Manufacturer narrative:
Device was received with unresponsive all the buttons due to corroded keypad traces. No frozen display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has stuck button and frozen display. The customer's blood glucose level was 155 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on his or her own and the scroll bar was not moving with no input. There was no response from any button and the minutes did not change. The customer reported that the time clock does not advance. The customer stated that frozen display recurred after installing a new battery and monitoring the insulin pump for 2 hours. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions until the replacement insulin pump arrives. The device will be returned for analysis.